Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int urogynecol j. 2025 mar;36(3):585-597. Https://doi.org/10.1007/s00192-024-06017-6 epub 2025 jan 8. Pmid: 39776188; pmcid: pmc12003587.

Event description:
Title: pelvic organ prolapse repair using robotic-assisted sacral hysterocolpopexy vs vaginal surgery with the uphold system: 1-year clinical outcomes. The aim of this study was to compare clinical outcomes when using robotic-assisted sacral hysterocolpopexy (rasc n=72) and vaginal surgery using the uphold vaginal support system mesh (n=73) for pelvic organ prolapse repair between 1 january 2018 and 31 december 2019. The artisyn y-shaped mesh (ethicon) were adjusted to each patient individually by the operating surgeon. Reported complications: artisyn y-shaped mesh (ethicon), rasc (robotic-assisted sacral hysterocolpopexy) (n=72), intraoperative and primary care occasion, ureter injury (n=1), treatment: not reported, hematoma (n=1), treatment: not reported, re-operation (n=2), treatment: diagnostic laparoscopies, post-op up to 3 months, re-admission (n=3), treatment: not reported, wound infection (n=1), treatment: not reported, re-operation (n=2), treatment: diagnostic laparoscopy for suspected ileus, urinary tract infection (uti) (n=4), treatment: antibiotics, post-operative (up to 1 year), prolapse reoperation (n=12), treatment: sacrospinous ligament fixation, uterosacral ligament suspension, perineorrhaphy, anterior colporrhaphy, posterior colporrhaphy, urinary incontinence surgery (n=2), treatment: mus (mid-urethral sling) surgery, pelvic floor insufficiency (n=15), treatment: reoperation for prolapse, urinary incontinence, and mesh revision mesh exposure (n=3), treatment: mesh revision was carried out, umbilical hernia (n=?), treatment: reoperation. In conclusion, reoperation for prolapse recurrence within 1 year was more common after rasc than after uphold. How ever, the rate of complications was low overall and there were few and largely insignificant differences in outcomes when comparing rasc and uphold.